Event description:
This lead and a same model lead were removed from service because on nonconversion of ventricular fibrillation. The physician also elected to explant the leads. Co submitted a serious injury report to the FDA on the pt leads and the aicd on 6/9/94.implant date-2/11/92. Removed from services-5/31/94. Total implant time-27 mo.